Event description:
It was reported that the customer had high blood glucose levels of 498 mg/dl. The customer has reportedly been consulting regularly with the health care provider regarding the basal settings for the insulin pump. The customer also reported seeing air bubbles in the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).